Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that high pacing thresholds occurred with attempted right atrial (ra) epicardial lead placement. It was concluded that epicardial lead placement in multiple attempted locations would not be compatible for patient, and was not placed due to improper readings and significant scar tissue noted by physician. No patient complications have been reported as a result of this event.